Event description:
It was reported, that the patient presented in clinic, due to discomfort on the implantable cardioverter defibrillator (ICD). The physician elected to explant and later replace the ICD. The patient condition was unknown.